Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to address four migrated everest set screws approximately two weeks after implantation. Two set screws at s1 and two set screws placed in offset connectors had migrated. This report captures the second of four migrated set screws.

Event description:
A patient was revised to address four migrated everest set screws approximately two weeks after implantation. Two set screws at s1 and two set screws placed in offset connectors had migrated. This report captures the second of four migrated set screws.